Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went site and identified that the suite pc failed to boot. During troubleshooting, the engineer identified a post error code 0x49, indicating hardware failure, which is reserved for future ami codes. Additionally, both dhcp and os boot tests were unsuccessful. The fse subsequently replaced the suite pc, reinstalled the system software, configured the tp-link router, verified pacs image transfer, completed prs and health checks, and performed a system backup. Following these actions, the system was restored to good working order. The codes have been updated based on the investigation's outcome.